Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve and diaphragmatic stimulation. The right atrial (ra) lead exhibited unstable thresholds and dislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.